Event description:
It was reported that during a laparoscopic gastric bypass procedure using an optiview, the port was placed in the upper quadrant on surgeon side. Anytime the surgeon inserted, replaced or moved the device or graspers around, a leak occurred. The rep had the account remove the seal cap and then place the seal cap back on. The leak still occurred. The rep had the account remove the gas line and attach it to another port. The leak still occurred, but not as bad. The air pressure was fluctuating between 7 and 18 psi. The case was completed with the same device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.